Event description:
The manufacturer received information alleging water going into face mask related to a CPAP device's sound abatement foam. There was no allegation of serious or permanent harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Additional information was received on december 21, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging water is going into the face mask related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated and manufacturer observed dust/dirt contamination on top and bottom enclosures, ui panel, rear panel, sd cover flip door, accessory module flip door, control dial, keypad, blower box upper cap, blower, blower box, blower outlet seal, 24 power connector, dc jack color insert. Unknown contaminate was observed inside the ui panel . A hairlike substance was observed inside the ui panel. Foreign object was observed inside the blower box not consistent with anything in the airpath. Liquid ingress was observed on the blower and p4 power connector, addresses the issue of liquid ingress, a contaminate consistent with keratin was observed on the blower box, addresses the issue of keratin and zero errors were found. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown and they were unable to directly address the symptoms described. Sections d8, d9, h2, h3, h6 has been updated in this report.